Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, a perforation was noted post sheath removal, requiring surgical repair. While inserting the dilators there was some resistance advancing the 25fr dilator through the right iliofemoral vessel. The 23fr and smaller dilators went in with some mild resistance. Rotaglide lubricant was applied to a 24fr cook dilator and it was advanced relatively easily. The 22 fr sheath was then advanced with a great deal of resistance into the vessel and placed successfully into the vessel. The case proceeded and the valve was placed with without incident. The sheath dilator was advanced into the 22fr sheath and the sheath was withdrawn slowly. A great amount of force was required to pull the sheath back into the iliac. The tavr doctors described the situation as, "it feels as if the sheath is stuck". Steady force was applied and the sheath was slowly withdrawn. Once the sheath was withdrawn into the external iliac, the patient's bp dropped dramatically. A contrast injection revealed extravasation. The sheath with dilator was re-advanced and the bp recovered. A coda balloon was advanced into the abdominal aorta from the contralateral side and inflated. The 22fr edwards sheath was withdrawn and covered stents were deployed in the right common and external iliac. After covered stenting and post dilating, the extravasation was still observed after contrast injections. The decision was made by the vascular surgeon present to cutdown and repair the artery surgically. Approximately 6 units of blood were given during the case. The patient was doing well post procedure. It was indicated that borderline vessel diameters (7.0-7.2mm) and some tortuosity may have contributed to the perforation. This patient was noted to have mild calcification and moderate tortuosity.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the patient¿s mld was 7.1 with moderate tortuosity and mild calcification. The cause of the perforation was indicated as borderline mld in addition to the moderate tortuosity. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.